Event description:
It was reported the system displayed an intermittent communication causing the system to lock up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connection was repaired and the power supply was adjusted during the service call. The system was tested and found to be working as intended and returned to service.